Event description:
The stapler used while attempting to transect the rectum would not fire after it was closed. It locked and would not deploy staples. Potential injury to pt would be leaking or inability to perform ultro low anastomosis.